Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that probably for about 6 months, they noticed they had to charge the implant more frequently than before. Caller noted they charged the implant twice a week now. Caller denied increasing therapy usage and changing groups and programs. Caller mentioned their manufacturer representative (rep) who they previously talked to was the one to set their settings. Caller inquired about how often the stimulator would need to be replaced. Caller also reported that they got a letter requesting a response to it. Caller noted the managing physician was no longer in practice. Agent reviewed longevity of the stimulator and physician listings with the caller. Agent provided nas phone number and redirected the caller back to their healthcare provider to further address the issue. An email was sent to the caller with physician listings included. An email was sent to device registration to update the patients address, phone number and managing physician.